Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a touchscreen that was unresponsive, confirmed by troubleshooting and a user-provided video, and a replacement device was arranged after return logistics were initiated. Symptoms included no adverse clinical effects, and blood glucose was reported to be in range. Outcomes included temporary interruption of device therapy and reliance on backup therapy per healthcare professional guidance. Investigation included review of user feedback, device history review, and assessment of returned units. Investigation of this case revealed a device display/interface malfunction consistent with a touchscreen failure. It was concluded that the device experienced a malfunction of the user interface component, and the device was replaced to restore therapy.